Event description:
The account alleged that the head hi/low was drifting down. No pt impact.

Manufacturer narrative:
The account replaced the head hi/low down valve and the trendelenburg valve to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.